Manufacturer narrative:
A review of the batch documentation, which includes device history records and associated inspection report, showed that the returned catheter assembly was manufactured accdg to specification. Based on this record review, all mfg operations, materials and testing were properly performed on the device and on this lot. The inspection records show no failures or indication of a potential problem relating to the reported incident. The mfg procedure indicated 100% visual inspection on the lot to check for visual defects. Every product also subjected to leak test to detect for leakages. Defect such as this can be detected during the visual inspection and leakage test. Based on the above analysis, the defect could have occurred outside the mfg plant during product application as this defect can be detected during the visual inspection and functional testing during the mfg processes. No action taken as the defect could have occurred outside the mfg plant. This incident has been added to our database and will continue to be monitored.

Event description:
Hole at the end of proximal lumen of cv catheter. One x used catheter returned to argon office in (B)(4) for further examination.